Manufacturer narrative:
E1.initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified forearm vein. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, it was reported that the balloon ruptured upon first inflation at 6atm within 10 seconds. The device was removed using normal method without any problem and the procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified forearm. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, it was reported that the balloon ruptured upon first inflation at 6atm within 10 seconds. The device was removed using normal method without any problem and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm proximal of the distal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.